Event description:
It was reported that the fluid warming device was not heating up during preventive maintenance testing. There was no patient involvement reported.

Manufacturer narrative:
One fluid warming device was received for evaluation in relation to the reported event. Received device in good condition. Filled water into reservoir tank, install temp check, install f-30 gas vent filter onto h-31b air detector, which attached to filter holder interlock switch. Powered on device and no water recirculation. Removed back panel for further investigations. Visual inspection and found that there was a crack in the return tube which had leaked water, and damaged multiple internal components. This confirmed customer reported reason. Replaced main pcb and return tube. Installed tempcheck test fixture. Measured temperature was 41.7c degrees which is within tolerance. Device passed all functional and electrical tests. The reported event was confirmed. Root cause was not established at this time. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
One fluid warming device was received for evaluation in relation to the reported event. Received device in good condition. Filled water into reservoir tank, install temp check, install f-30 gas vent filter onto h-31b air detector, which attached to filter holder interlock switch. Powered on device and no water recirculation. Removed back panel for further investigations. Visual inspection and found that there was a crack in the return tube which had leaked water, and damaged multiple internal components. This confirmed customer reported reason. Replaced main pcb and return tube. Installed tempcheck test fixture. Measured temperature was 41.7c degrees which is within tolerance. Device passed all functional and electrical tests. The reported event was confirmed. Root cause was not established at this time. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the fluid warming device was not heating up during preventive maintenance testing. There was no patient involvement reported.